Event description:
It was reported that the lens was stuck midway when trying to inject and the haptic was found to be broken before lens was inserted into the patient's eye. There were medications prescribed to patient which were part of the standard of care post cataract surgery. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: lens was not implanted. Section d6b: if explanted; give date: lens was not explanted. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.